Manufacturer narrative:
Date rec¿d by MFR : 03mar2019. The gas delivery system (gds) was returned to philips for failure investigation. The gds was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 03jan2019. Date rec¿d by MFR: 17dec2018. The manufacturer's field service engineer (fse) performed troubleshooting and determined the gas delivery system required replacement. The fse replaced the gas delivery system and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit's internal oxygen sensor malfunctioned. It is unknown if the device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.